Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the user alleged insulin pump for possible over delivery and they experienced hypoglycemia. Blood glucose level was 1 mmol/l. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that they had to change the setting every time. Customer did smell insulin in reservoir compartment. The insulin pump will be returned for analysis.